Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device failed functional testing due to the display being out of electrical specification. The lower part of the display intermittently showed vertical lines. (B)(4).

Event description:
It was reported that the lower part of the display was not functioning. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.